Event description:
Health professional reported an alleged lap-band leak. The pt complained of feeling "little restriction" and the physician was unable to aspirate "any fluid from the band." It was initially reported that "the metal busted by the metal piece where it pushes on at the little connector." Health professional later reported that the "tubing just broke." The port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."